Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that stim was '2 something' and they had increased stim to over 5 earlier. The caller clarified that the stim decreased on it's own. They increased and the patient could feel stim. The patient was redirected to their healthcare provider to further address the issue. There were no patient complications reported as a result of this event.